Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump before calling, planned to use multiple daily injections as backup insulin therapy. Technical support replaced pump with updated software.